Event description:
Damage to pump housing and usb port was reported, impacting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy while tandem technical support sent a replacement pump and instructed the return of the damaged pump using a prepaid label.